Event description:
It was reported that in implanting an intraocular lens (iol), the lens was found to be cracked/torn, so the iol was removed and replaced. It was further stated that in removal of the intraocular lens, the incision was enlarged. There were no sutures used and no patient complications. The iol was replaced with another lens of the same model. No further information has been provided.

Manufacturer narrative:
(B)(4): incision enlargement.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the device was received and forwarded to the manufacturing site for investigation. Visual inspection at 10x magnification revealed that only half of a lens was received for evaluation. Also noted were debris/particles on the lens surface which is compatible with handling of the lens outside of a sterile environment. The lens condition is consistent with a lens that has been explanted. No manufacturing cosmetic conditions were observed in the returned sample. The complaint type for iol torn was not confirmed due to the condition of the sample received. The product did not meet the acceptance criteria. The condition of iol torn claim by the customer could be a consequence of loading and insertion error. A review of the manufacturing records was conducted. Results revealed all process operations presented in the manufacturing record from generation to boxing were in compliance with the manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.